Event description:
It was reported that the right atrial (ra) lead exhibited high and rising impedance. The threshold had also risen and the p-waves had dropped. It was thought that there was a possible fracture of the ra lead. The lead remains in use and the patient will be monitored closely. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.